Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient in the conventional cf group underwent radiofrequency ablation for paroxysmal atrial fibrillation and experienced tamponade during transseptal puncture requiring pericardiocentesis and prolonged hospitalization. Title: ¿improving procedural and one-year outcome after contact force-guided pulmonary vein isolation: the role of interlesion distance, ablation index, and contact force variability in the ¿close¿-protocol.¿ the purpose of this study was to compare efficiency, safety, and efficacy of ¿close¿-guided pvi to conventional cf-guided pvi (conv-cf). Hundred patients were enrolled in this study. Smarttouch thermocool catheters were used in this study, however catalog and lot number were unknown.